Event description:
A surgeon reported that a pt had an intraocular lens (iol) replacement due to uveitis and glaucoma. The association between this event and the iol is not known. Additional info has been requested.